Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. An invasive procedure was performed due to lead fracture on the sensing portion, the defibrillation portion was unaffected. The physician elected to implant a new sensing lead.